Event description:
A customer reported to beckman coulter, inc (bec) that erroneously low sodium (na), chloride (cl), calcium (calc), potassium (k), and/or glucose (glum) results were generated by the unicel dxc 600 pro synchron clinical system for three patient samples. The results for one patient sample were reported out of the laboratory, and were questioned by the physician. Repeat testing on the same instrument produced higher results, and the released results were amended. The customer did not specify which of the three samples was amended. The samples were plasma collected in 13x100 size tubes and were centrifuged in room temperature for 2 minutes. One of the samples was 18 hours old and the other two were fresh. Qc results were within the established ranges before and after the erroneous results. The customer stated that a leak around the modular chemistry (mc) probe obstruction assembly was noticed during the daily maintenance. The customer checked fittings and connections and was able to stop the leak. Field service engineer (fse) confirmed the leak. The fse noticed that the mc sample probe was bent and replaced it. The fse also replaced the mc sample probe wash collar because it was dirty. In addition, the fse found that the mc sample syringe was damaged at the top collar and replaced it. Due to some subsequent calibration issues with the ise (ion-selective electrode), the fse replaced the eic (electrolyte injection cup), chloride electrode tip and flowcell. The fse verified instrument performance.

Manufacturer narrative:
.